Event description:
The customer reported approximately 6 ml of clear fluid leaked by vc15 (sheath tank) involving the coulter lh 750 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and identified that the source of the leak was from a cracked sheath tank. The fse replaced the sheath tank and tubing to resolve the leak and repair was verified per established procedures. Results: failure mode of the leak is attributed to a cracked sheath tank. (B)(4).